Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) discontinued therapy early (fill phase 2/5) to go to the emergency room (ER). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the ER on (B)(6) 2026 due to abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) antibiotics (drugs, dosages, durations, frequencies not provided). However, the patient¿s peritoneal effluent culture result returned positive (organism unknown), and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues (antibiotic administration changed to intravenous), and the patient¿s abdominal pain has resolved. The pdrn did not know the patient¿s exact date of discharge but confirmed he had transitioned to outpatient hd and had not returned to the outpatient home dialysis clinic. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient recovered and began outpatient hd on (B)(6) 2026.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse event of peritonitis, characterized by abdominal pain, which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and transition to hd for rrt. Per the pdrn, causality was attributed to an unspecified touch contamination event and was unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.